Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported having episodes of atrial fibrillation and having trouble with, "it," right now. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.